Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The collar, hypotube and distal shaft were microscopically inspected. Microscopic examination revealed a kink in the hypotube, 25cm, 26cm and 27cm from the strain relief. Further inspection revealed a complete separation at the collar, with the ptfe(polytetrafluoroethylene) completely removed from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-sep-2016. It was reported that the device kinked and was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery(lcx). A guidezilla¿ guide extension catheter was selected for use. During procedure, when the device came out of the guide catheter, the device was kinked and became unable to cross the lesion. No patient complications were reported and the patient's status was good. However, device analysis revealed a complete separation at the collar.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the separation at the collar occurred outside the patient's body.